Event description:
Additional information received from the consumer reported that the patient averaged to 2 to 3 utis a year prior to implant and since implant. The circumstances that led to the uti were the patient's activity level and a change to device programming. The steps taken to resolve the patient's back pain and loss of therapy were that the patient was taking gabapentin 300 mg twice a day and lidocaine 5 percent patch daily.

Event description:
A consumer reported that a patient's bladder was not emptying. The patient went to the bathroom and had an ultra sounds 5 -10 minutes later, which showed their bladder was full. They mentioned the patient is prone to urinary tract infections (uti's) which may be because bladder is not emptying. They also noted the patient has neurogenic bladder. The healthcare provider (hcp) recommended they change programs. The consumer switched the program from 2 to program 3. The patient was able to feel stimulation and said it was comfortable. The consumer also reported the patient was hospitalized for 5 weeks, beginning (B)(6) 2016, because of a uti and back pain, and they could not walk. It was also noted the patient has a disability on their left side and sometimes the uti hits so bad they can't move their leg because it weakens them so much. The implantable neurostimulator (ins) is indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.